Manufacturer narrative:
The customer tried to connect two different scopes to the light source after wiping the gold contacts and continued to receive the error code. The error code also continued after connecting the digital light source cable. The customer was able to cycle the power and connected a bf-h190 scope and a gif-h190 scope and the issue was resolved. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a b30 scope communication error code was received when using the light source. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.